Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device would not power on despite the user attempting multiple restarts and extended charging, and the sleep/wake button was unresponsive. Symptoms included no clinical symptoms reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included review of user-reported information and troubleshooting guidance provided remotely. Investigation of this case revealed an inability to reproduce function due to lack of device access and no evidence of alarms or alerts, consistent with a potential power or user-interface malfunction involving the sleep/wake control. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to determine a definitive device or use-related failure.